Event description:
It was reported that the posey bcs has a hole in the panel, the reporter could not specify what side. No pt injury reported.

Manufacturer narrative:
Hole in panel, results: the large window a has a 1 inch hole in the netting. Front side a the literature bag has 1 inch broken stitches and the large window b has a 2 inch hole in the netting. Conclusions: no conclusions can be drawn.